Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump battery became hot to touch while charging. Customer stated that a temperature alarm did not occur at the time of the report. Reportedly, the customer believed that the rise in temperature affected blood glucose (bg) levels. The customer's bg level was 600 mg/dl and was addressed by consuming water, administering a bolus via the pump, and administering insulin using manual injections. Additionally, it was reported that the battery percentage jumped from 40% to 80%. Tandem technical support requested for the customer to upload to t:connect for a review of the data logs; however, the customer stated an upload was unable to be performed. The customer was unable to verify bg level at the time of the event. Multiple attempts were made by cts to obtain additional information; however, no additional information regarding this event was provided.